Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of axium coil non-detachment. During the procedure, a microcatheter was placed in the ruptured aneurysm (4mm) and a total of three framing coils were placed in the aneurysm. The fourth coil (the reported device) was prepared as indicated in the instructions for use, placed in the aneurysm, and attempted to be detached. Two instant detachers (reported devices) and with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) was attempted unsuccessfully. The instant detacher was exchanged for another one and it still did not detach as the coil kept on moving out when the pushwire was pulled back. The manual method had the same results until it was eventually placed into the aneurysm. A reverse t mark was crossed over with the pushwire several times and the coil was placed safely in the aneurysm and the procedure was safely completed. There was no difficulty or friction during procedure. The coil was not repositioned and the pushwire was not rotated.

Manufacturer narrative:
The axium prime coil and its pusher were returned for analysis. The instant detachers, the microcatheter, and the accessories devices were returned. The pusher appeared to be broken and separated at the positive load indictor; along with the ai and coupler tube were missing and not returned. The pusher also found to be broken at the break indicator but retained by the release wire. Kinks and bends were found along the length of the pusher from the proximal end. The coin appeared to be pulled back from the lumen stop; with the shield coil was present but stretched. The implant coil was found to be detached from the pusher. The coil was damaged and stretched with the polypropylene still intact. The detach element was in good shape and the detachment ball was found to be within specification. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations and was found to be within specifications. No damage was found with the coin. The inner diameter of the lumen stop and the inner diamet ER of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring inner diameter (ID) was measured and found to be within specification. All other subassemblies appeared to be normal. No other anomalies were observed. Based on the analysis performed, the axium prime coil was confirmed to have premature detachment as the pusher was returned with the implant coil already detached. The implant coil was damaged and stretched. However, the cause for damage could not be determined. Based on the returned device, there was evidence of manual detachment attempts at the positive load indicator and the break indicator locations. The ai and coupler tube were not returned; therefore, it could not be confirmed whether the mechanical detachment was attempted. The coin appeared to be pulled back from the lumen stop. The pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pusher. The pusher was bent and kinked along its length, indicative of high tortuosity. Based on the returned device, there was no malfunction of the pusher or non-conformance to specification identified that led to the premature detachment. Since the ai, coupler tube and instant detachers were not returned; therefore, any contribution of the ai, coupler tube and instant detachers to the issue could not be determined. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.